Event description:
Pt called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 11:30am. Pt reported receiving a prodigy meter reading of 227mg/dl but said he was shaking, sweating and thirsty. He drove himself to the emergency room where their meter read 31mg/dl. Treatment is unknown to pt as he stated he was out it and couldn't remember. Prior to discharge, pt's emergency room reading was 138mg/dl. Per pt, his last meter readings were: 7-day ave 227mg/dl, 14-day ave 227mg/dl, and the last five were 260mg/dl, 258mg/dl, 86mg/dl, 307mg/dl and 342mg/dl. Prodigy sent a replacement meter, batteries, carrying case, ts and cs to pt and requested return of suspect product(s) for evaluation.